Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer the foot plate is leaving sores on his foot. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer the foot plate is leaving sores on his foot. See additional complaints, (B)(4).